Event description:
The advocate stated that the customer had been hospitalized for heath issues not related to his diabetes. While in the hospital, the customer's blood glucose was tested using his contour meter and a lab test. The advocated stated the contour read around 500 mg/dl, while the lab test gave a result around 400 mg/dl. She alleged that the difference between the readings caused the customer to over-medicate with insulin. She also stated that since the customer was already in the hospital, the over-mediation of insulin was readily corrected. Troubleshooting performed on the meter system showed it to be operating as designed, but the test strips and meter are still to be returned for evaluation. Replacement products were sent to the customer.